Event description:
Blood glucose measured hi and customer did not take any medications as a result but went directly to the hospital. Reporter stated the hospital device read 24 mg/dl 30 minutes later and customer was given a shot, contents unknown. It was reported controls were on the machine and both levels one and two testd out of range. A request was made for the return of the suspect device and replacement product was sent.